Event description:
The catheter broke when being removed from the pt. Surgical intervention was necessary.

Manufacturer narrative:
Additional info has been requested. If additional info is received, a supplemental report will be submitted. (B) (4)